Event description:
It was reported that, "cup was loose. Microstructure debonded from the substrate."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.